Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motion sensor test failure. Customer's blood glucose at time of incident was 132 mg/dl. The customer was explained the alarm and possible causes. The customer was assisted in performing displacement test and failed. The customer was advised that the pump will need to be replaced and revert to a backup plan.

Manufacturer narrative:
The pump gave a motion sensor test failure alarm during the rewind due to an out of phase motor encoder signal. Unable to perform any tests due to the alarm. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked display window, and minor scratches on the display window.